Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as there is insufficient information provided for an investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 on a nasopharyngeal sample using the kit swab. Pcr confirmation testing (platform unknown) was performed on the same day on a nasopharyngeal sample and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.